Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard ventralex (device #3) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent additional surgeries on (B)(6) 2015 "to small bowel obstruction", on (B)(6) 2015 "to fix a perforated bowel", and on (B)(6) 2017 "to lysis adhesions and the resection of a fistula". The patient's attorney did not allege a specific device failure associated with device #3 and medical records are not available at this time. Adhesions are known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard ventralex (device #3) implanted on (B)(6) 2014. Additional emdrs were submitted to represent the bard ventralex (device #1) implanted on (B)(6) 2009 and the bard flat mesh (device #2) implanted on (B)(6) 2011. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of an incisional hernia. A bard/davol ventralex (device #1) was implanted to repair the hernia defect. On (B)(6) 2010: the patient underwent an additional surgery to remove the ventralex mesh, lysis adhesions, remove incarcerated loops of small bowel and perform a recurrent hernia repair. On (B)(6) 2011: the patient underwent surgery for repair of an abdominal wall hernia. A bard/davol marlex (device #2) was implanted to repair the hernia defect as well as a non-bard/davol tacshield implanted to repair the hernia. On (B)(6) 2011: the patient underwent an additional surgery to remove the mesh and perform a debridement. On (B)(6) 2011: the patient underwent an additional surgery to remove mesh. On (B)(6) 2012: the patient underwent an additional surgery to fix a recurrent incisional hernia. On (B)(6) 2012: the patient underwent an additional surgery to fix a recurrent hernia. On (B)(6) 2014: the patient underwent surgery for repair of a recurrent hernia. A bard/davol ventralex (device #3) was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery "to small bowel obstruction." On (B)(6) 2015: the patient underwent an additional surgery to fix a perforated bowel. On (B)(6) 2017: the patient underwent an additional surgery to lysis adhesions and the resection of a fistula. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective mesh products.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for repair of an incisional hernia. A bard/davol ventralex (device #1) was implanted to repair the hernia defect. (B)(6) 2010: the patient underwent an additional surgery to remove the ventralex mesh, lysis adhesions, remove incarcerated loops of small bowel and perform a recurrent hernia repair. (B)(6) 2011: the patient underwent surgery for repair of an abdominal wall hernia. A bard/davol marlex (device #2) was implanted to repair the hernia defect as well as a non-bard/davol tacshield implanted to repair the hernia. (B)(6) 2011: the patient underwent an additional surgery to remove the mesh and perform a debridement. (B)(6) 2011: the patient underwent an additional surgery to remove mesh. (B)(6) 2012: the patient underwent an additional surgery to fix a recurrent incisional hernia. (B)(6) 2012: the patient underwent an additional surgery to fix a recurrent hernia. (B)(6) 2014: the patient underwent surgery for repair of a recurrent hernia. A bard/davol ventralex (device #3) was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery "to small bowel obstruction." (B)(6) 2015: the patient underwent an additional surgery to fix a perforated bowel. (B)(6) 2017: the patient underwent an additional surgery to lysis adhesions and the resection of a fistula. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective mesh products. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incarcerated incisional right lower quadrant ventral hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the defect was identified. A ventralex mesh was placed. The sutures were tied on the underside of the fascia and covered the previous marlex mesh superiorly.¿ (B)(6) 2010 - patient was diagnosed with recurrent right inguinal hernia, fistula right lower quadrant secondary to infected mesh thereby underwent open repair with the removal of incarcerated loops of small bowel adherent to the mesh. Per operative notes, ¿numerous adhesions were taken down. The mesh found densely adherent to two loops of small bowel was dissected. The intraperitoneal portion of the ventralex mesh (device #1) was sharply removed along with most of the portions of marlex mesh. The defect was closed with sutures.¿ (B)(6) 2011 - patient was diagnosed with mrsa infection and huge right lower quadrant abdominal wall hernia thereby underwent open repair with the implant of bard flat mesh (device #2). Per operative notes, ¿some adhesions around the pubic area were taken down. A piece of mesh stapled into the defect and remaining abdominal wall was closed and a piece of marlex mesh was stapled over the repair to the abdominal wall.¿ (B)(6) 2011 - patient was diagnosed with infected mesh in right lower quadrant thereby underwent open repair with the partial bard flat mesh (device #2) removal and wound debridement. Per operative notes, ¿necrotic tissue debrided. As much mesh as safely could be removed along with staples and sutures was excised.¿ (B)(6) 2011 - patient was diagnosed with infected bard flat mesh (device #2) thereby underwent open repair with mesh removal. Per operative notes, ¿the hernia appeared to be intact. Several sutures along with all of the mesh was removed.¿ (B)(6) 2012 - patient was diagnosed with large epigastric ventral incisional hernia thereby underwent repair. Per operative notes, ¿the hernia sac was resected in pieces and the wound was copiously irrigated with bacitracin solution and closed with sutures.¿ (B)(6) 2012 - patient underwent recurrence repair with implant of permacol mesh (biological mesh). Per operative notes, ¿some adhesions were dissected free. The bladder was identified and dissected free from the scar tissue and a permacol mesh (biological mesh) was placed in the defect and the fascia was sutured.¿ (B)(6) 2013 - patient visited hospital for abdominal wall fistula thereby underwent fistula drainage and removal of foreign bodies. (B)(6) 2014 - patient was diagnosed with recurrent epigastric ventral hernia thereby underwent open repair with the implant of ventralex mesh (device #3). Per operative notes, ¿the sac was excised. A ventralex mesh was placed in the defect and sutured.¿ (B)(6) 2015 - patient was diagnosed with small bowel obstruction thereby underwent open repair. (B)(6) 2015 - patient was diagnosed with two small bowel perforation thereby underwent open repair. (B)(6) 2017 - patient was diagnosed with enterocutaneous fistula and adhesions thereby underwent open repair with extensive adhesiolysis, resection of fistula and explant of ventralex mesh (device #3). Per operative notes, ¿the small bowel adhesions with the area of the two fistulae, one in the midline and one to the left extruding the mesh was identified. The small bowel fixed to the mesh was dissected and the mesh was removed. After extensive lysis of adhesions, enteroenterostomy was made. As when come across the fascia, there were some pinpoint hernias and a large patulous hernia identified. They were left alone and omentum down the small bowel was placed with two pieces of seprafilm and sutured.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation, bowel removal, fistulae, pain, mesh removal, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard ventralex (device #3) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent additional surgeries on (B)(6) 2015 "to small bowel obstruction", on (B)(6) 2015 "to fix a perforated bowel", and on (B)(6) 2017 "to lysis adhesions and the resection of a fistula". The patient's attorney did not allege a specific device failure associated with device #3 and medical records are not available at this time. Adhesions are known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of ventralex mesh, patient was diagnosed with bowel obstruction, adhesions, bowel perforation, fistula, mesh extrusion and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists extrusion, fistula and hernia recurrence as possible complications. This supplemental emdr represents the mesh ¿ ventralex (device #3). Additional supplemental emdrs were submitted to represent the mesh ¿ ventralex (device #1) and the bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.